Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable defibrillator had trouble establishing radio frequency (rf) telemetry. This feature was disabled on the programmer, but once enabled, interrogation was successful. It was also reported that tachycardia therapy was exhausted. The rhythm would converted for several seconds after each therapy delivery, but then the rhythm would resume leading to multiple shocks. It was reported this device was functioning appropriately. Boston scientific technical services was contacted whom discussed post shock duration. Currently this device remains implanted and in service. No adverse patient effects reported.